Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was difficult to maneuver past the tricuspid valve due to patient anatomy. Once in the ventricle, the lp was fixated but had to be repositioned due to stability issues. At the second fixation, there was loss of capture and low r-wave amplitude sensing. The lp was removed to assess the helix. While preparing to insert the lp, the introducer had come too far back. There was resistance advancing the introducer so the implant attempt was abandoned. After the introducer was removed and access site was closed, the patient's blood pressure began to drop. An ultrasound found a pericardial effusion. Pericardiocentesis was performed. Surgery was performed to repair a perforation of the anterior right ventricle. The patient was in stable condition.